Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. It was noted initially that the patient experienced hematoma and pocket evacuation was performed successfully. Subsequently, the patient was hospitalized because the device site was bleeding continuously. It was determined that the patient had chronic thrombocytopenia and the bleeding had stopped without intervention. During routine check-up, it was observed that the device site had bad odor and discharges. Antibiotic therapy was given. The device was explanted. No additional adverse patient effects were reported.